Event description:
Additional information was received confirming the ipg pocket revision was for discomfort at the ipg site.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that surgery occurred on (B)(6) 2021 in which the ipg site was relocated. It is not yet known why the ipg was relocated.